Event description:
It was reported that during a da vinci si surgical procedure, the cable on the pk dissecting forceps instrument was noted to be broken at the end of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at wrist were undamaged. Failure analysis also found the instrument main tube had deep scratches and gouges. The distal end of main tube had various scratch marks with light material removal. The scratches were .032 - .126 in length and were not aligned with the tube axis. Deep scratch and gouge damage was likely due to mishandling/misuse. No other damage was found. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.